Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a reaction to the dyes used during procedure. The device was explanted and replaced.

Event description:
This supplemental report is to correct the previously reported information for the lead. The lead was not explanted but was capped.